Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A male patient underwent evar for aaa repair. The patient anatomical form was suitable for the procedure, and access route without problem. When flushing the delivery system of zenith flex with spiral-z technology aaa endovascular graft iliac leg while preparing, saline leaked from the connecting tube near captor valve. Since leakage was abnormal as unlikely situation, the sales rep and physicians looked where leakage occurred, and found the hole about the same size of 18g needle (about 1.2mm) . Another device was not available, so the physician covered the hole to prevent the leakage and placed the stentgraft as planned. The postoperative course is uneventful. There have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, instructions for use (IFU) and trends was conducted during the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with IFU listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Specific to this case the IFU details: "inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been broken. If damage has occurred, do not use the product and return to cook." The product was not returned to assist in the investigation. There is no evidence to suggest that the device was not manufactured to specification. Without being able to examine the device in this case or additional information, a definitive root cause can not be determined or reported at this time. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. Per quality engineering risk assessment, additional action is not required at this time.

Event description:
A male patient underwent evar for aaa repair. The patient anatomical form was suitable for the procedure, and access route without problem. When flushing the delivery system of zenith flex with spiral-z technology aaa endovascular graft iliac leg while preparing, saline leaked from the connecting tube near captor valve. Since leakage was abnormal as unlikely situation, the sales rep and physicians looked where leakage occurred, and found the hole about the same size of 18g needle (about 1.2mm) . Another device was not available, so the physician covered the hole to prevent the leakage and placed the stentgraft as planned. The postoperative course is uneventful. There have been no adverse effects to the patient reported.